Event description:
In 1997, the patient experienced a heart attack and had a 3.5 x 15mm palmaz schatz stent placed. Approximately two weeks post procedure, the patient experienced another heart attack. At this time, a catheterization was done and a aneurysm was discovered. Approximately two years later, patient had open-heart surgery; however, it is not clear what was done. One week after surgery, the patient had a defibrillator implanted. Seven years and six months later, the patient had another heart catheterization, which revaled two new blockages. One was 45% and the other was 50%. No actions were taken at this time to treat the lesions.

Manufacturer narrative:
Add'l info will be submitted upon 30 days of receipt.